Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: control unit is sticky, plate is sticky, universal cord is sticky, liquid drips from light guide bundle, rubber cover of forceps channel port is detached and adhesive on rubber has a chip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited control unit is sticky, plate is sticky, universal cord is sticky, liquid drips from light guide bundle, rubber cover of forceps channel port is detached and adhesive on rubber has a chip. There was no patient involvement.